Event description:
Resident placed on a raised toilet seat in resident room toilet, with assist of two certified nursing assistants. Certified nursing assistants exited room for a short period of time. Resident found lying on the floor face down on right forehead, with right arm under her at right side. Resident stated raised toilet seat moved and resident fell on right side. Range of motion showed pain in right upper arm only. Able to move right hand and fingers. Unable to move or raise arm. Physician notified and transferred to emergency room. Resident experienced acute fracture of right humeral head. Right arm shoulder sling applied and reurned to the facility. Bedside commode utilized during evaluation of raised toilet seat. Raised toilet seat found to fit snugly on toilet bowl. It is noted that if significant pressure is applied to oneside more than the other, that the raised toilet seat can with effort be dislodged from the toilet bowl. This device has been removed from use with this resident who weighs 171 lbs. A raised toilet seat with brackets which secure directly to the toilet itself, to prevent any movement has been installed.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other, invalid data. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: invalid data, invalid data, device failed during assembly, device failed just prior to use. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.